Event description:
An orsiro drug-eluting stent system was selected for treatment. The device got caught at mid rca in a previously implanted stent. It was decided to remove the device. Afterwards, it was noticed that no stent was on the balloon anymore. The stent could not be located, neither inside nor outside patients body. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has clearly been inflated as was returned in a partly deflated state. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy (i.e. Crossing a previously implanted stent). It should be noted that the IFU advises the user to visually check the stent system prior to procedure and not to use if any defects are noted.